Event description:
Complainant alleged that while treating a pt (age unknown) the device was attached to the pt via defib electrode pads and was charged to 120 joules, but failed to discharge. The user attempted a second time to deliver defibrillation, however the device failed to discharge. The medics replaced the defib electrodes pad and attempted to deliver defibrillation, however the device failed to discharge and displayed an unknown electrode fault message. A fourth attempt to deliver defibrillation was successful. Complainant indicated that the pt subsequently expired. Complainant indicated that subsequent to the event, the electrode pads were discarded; also, the device was removed from service and tested without duplicating the malfunction.